Manufacturer narrative:
Patient information was unavailable from the site. Part not received by manufacturer medtronic representative went to the site to test the equipment. While troubleshooting the imaging system, the medtronic representative, checked the mobile view station input supply, verifying the umbilical was functioning properly with an appropriate output. The f11 fuse was found to be functioning properly. Testing of the power factor controller (pfc) board revealed no output. The 24 volt supply for the fan of the pfc1000 is on the charger board. The supply failed causing the fan not to function and the power factor controller (pfc) damage. A part shipment was placed for a motor battery charger service kit and a power factor controller (pfc) 10 board. After part replacement, the medtronic representative performed an imaging system check-out, all areas passed. System performed as intended. Motor battery charger service kit- part was not returned to medtronic. Lost in transit. Power factor controller (pfc) 10 board- part was not returned to medtronic. Lost in transit. This event was identified during a retrospective review as discussed with the FDA (B)(4) district office on april 7, 2016 via medtronic navigation, inc. Response to (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that, while in a spine procedure, the site's image acquisition system is not switching on due to a faulty motor charger board and power factor controller (pfc) 1000 board. The surgeon discontinued use of the imaging and navigation systems. The surgery was successfully, completed. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.